Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that there was a damaged tube in the wash manifold. Contamination fo the cuvettes occurred, leading to interference in the electrolyte results. The fse replaced the tubing and performed calibration and qc for validation. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module for one patient. The initial result was 170 mmol/l, with a result of 135 mmol/l on a different analyzer. The customer then repeated the test on a reference analyzer, confirming that the initial result was questionable. Additional results were provided for this patient with an initial result of 178 mmol/l and a repeat result of 138 mmol/l on (B)(6) 2025.